Manufacturer narrative:
Media review: a photo was provided by the customer showing a separated sheath and blood within the sheath. The attached media could not be used to confirm the reported stall but was considered to be associated with attempted use due to the presence of blood within the sheath. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review, the most probable cause for this complaint was considered adverse event related to procedure. A review of the device history record [DHR] indicates that the device was manufactured per specification, and there is no indication of sheath damages during unpackaging. As media is present that suggests use of the device within the body and there were no device damages noted during unpackaging, it is considered most likely that the reported events and identified damages to the device within the media were attributable to factors encountered during attempted use of the device. E1-initial reporter phone: (B)(6).

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that stall was shown during testing outside the patient. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During preparation, outside the patient, the burr was connected successfully. Stall was shown during testing outside the patient, but it still could not be solved after adjusting the system. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure. However, device analysis revealed that the sheath was separated.